Event description:
It was reported that the patient's 1st implant was replaced due to normal battery depletion and the doctor replaced the leads as well. The 1st implant didn't seem to help much at all. The doctor put her on myrbetriq which was a new medication for over active bladder and between the two it had helped a lot. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v646684, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4).